Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, she was attempting to rewind the insulin pump to change out the infusion set but the act buttons isn't responding. Customer has pressed the esc button to exit out and it wouldn't respond either. Customer stated two weeks prior the customer had been in the beach during a heat wave and the device had alarmed button error. Troubleshooting was performed and customer was advised the device needed to be replaced. Customer was advised to discontinue use of the device and revert to back up plan. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive act, up and down buttons due to corroded keypad traces. The insulin pump has minor scratched lcd window, cracked case at the display window corner and cracked reservoir tube lip.